Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic forceps was used during retinal surgery when the forceps, once closed on something inside of the eye, would not reopen. There was no report of patient harm. Additional information has been requested. Additional information received confirmed that an alternate forceps was obtained in order to complete the procedure with no harm to the patient.